Event description:
The customer reported the system was not producing fluoroscopic x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video and pilot tone cables were discovered to be reversed at the junction and were corrected. The system was then found to be operating as intended.